Event description:
It was reported that during use of the sphere catheter with the affera system for a cardiac ablation procedure on the cavotricuspid isthmus (cti), a patient was in tachycardia, and during radiofrequency delivery on the cti, ventricular fibrillation occurred three times at different locations, requiring cardioversion each time. The procedure was temporarily interrupted. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID afr-00004; product type: 3294-generator product ID afr-00003 ; product type: 2004-mapping hardware medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.